Event description:
It was reported that the user¿s ilet was not charging despite a green indicator light, and after removing the case, changing the outlet, and restarting the device, charging function was restored. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities and no need for medical attention. Investigation included guided troubleshooting over the phone, including power source checks, accessory removal, and a device restart. Investigation of this case revealed a transient charging performance issue related to device operation that resolved with a reboot, consistent with a momentary system state anomaly rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user troubleshooting resolving a temporary device malfunction.